Event description:
It was reported that a cgm displayed an error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset steps with guidance from technical support, did not experience the cgm error again, and successfully started sensor session.